Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. This MDR represents "total number of occurrences? The team reported more after the fact, but nothing documented and no lot number recorded.

Event description:
The actual catheter was split; we noticed when it was advanced into the patient. Then our techs disclosed that they have had a few of them like this. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 07-nov-2025. 3. Total number of occurrences? One, the team reported more after the fact, but nothing documented and no lot number recorded.